Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose was 145 mg/dl. The caller stated that the customer experienced high blood glucose a week prior to the phone call and was vomiting. The caller stated that they changed the infusion set insertion site and have done troubleshooting, to no avail. The night prior to the phone call they tried to fill the tubing and the insulin pump alarmed no delivery, again. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.